Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported problem. The alarm sound was solved in time without causing harm to patients. The error log was refreshed due to user error. The machine is disabled. No further information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter name and address: reporting institution phone: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the tidal volume of the ventilator is displayed as 0. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.